Event description:
Affiliate reported that as a result of repeated transmission errors, the pump was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the root cause for the problem reported by the customer is a communication defect that can be explained by a crack in the titanium membrane located under the piezo-actuator that separates the electronic chamber from the fluidic path which led to a leak of the drug into the electronic chamber. This most likely damaged the electronic yielding, an abnormal low battery voltage. Rendering the communication with a control unit was not possible. A review of the lot history records confirmed that this device conformed to the required specifications prior to distribution. This is the first complaint of this type reported for this product; therefore it is considered an isolated event. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).

Event description:
It was impossible to make telemetry contact between the control unit and the medstream pump. Even with 3 different control units, the display always mentioned "transmission error". As a result, the refill of the pump (which was urgent) was impossible because for a refill. The pump must be stopped by telemetry. The sales rep was present during a second attempt to perform telemetry on (B)(6) 2012. The medstream pump was explanted and another programmable pump (synchromed-ii 20ml, medtronic) was implanted to avoid that the patient would suffer from life-threatening withdrawal effects. The patient had to come to the hospital on (B)(6) 2012 for the second attempt to program the medstream pump and because this second attempt was unsuccessful, the medstream pump was explanted on (B)(6) 2012 and a sycnhromed-ii pump from medtronic company was implanted. The medstream pump is a single use device, the programming tool (control unit) is reusable (with the control unit, the doctor can reprogram any implanted medstream pump). This complaint involves the first medstream pump implanted in this hospital (and also the first medstream pump implanted in belgium). At the occasion of a pumprefill (the doctor already performed many pumprefills in this implanted pump without any problem at all). The programming issue occurred at the occasion of a pumprefill but independent of the implant that dates (B)(6) 2011. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).